Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section ((2002, 2004, 2007, 2010)). Concurrent conditions included eye infection, feeling down, tiredness, insomnia, trouble falling asleep and adhesion. Concomitant products included escitalopram from (B)(6) 2014 to (B)(6) 2015, ferrous sulfate (ferrous sulphate) since (B)(6) 2014 and vitamin d nos (vitamin d) since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), furuncle ("rashes or skin conditions type: boils"), hypersensitivity ("hypersensitivity"), arthralgia ("auto-immune diagnosed: joint pain"), joint swelling ("auto-immune diagnosed: joint pain"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), mood swings ("hormonal changes describe: mood swings"), fatigue ("fatigue"), migraine ("migraine"), nausea ("nausea"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: anxiety"), urticaria ("rashes or skin conditions type: hives"), rash ("rashes or skin conditions type: rashes"), feeling abnormal ("brain fog/feeling lost"), abdominal distension ("other injury(ies) or complication (s) please describe") and mental disorder ("mental breakdown") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia, hypersensitivity, arthralgia, joint swelling, depression, vaginal infection, bladder disorder, urinary tract disorder, fatigue, migraine, nausea, weight increased, vaginal haemorrhage, anxiety, feeling abnormal, abdominal distension and mental disorder outcome was unknown and the furuncle, vaginal discharge, mood swings, alopecia, urticaria and rash had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, bladder disorder, depression, dysmenorrhoea, fatigue, feeling abnormal, furuncle, hypersensitivity, joint swelling, menorrhagia, mental disorder, metrorrhagia, migraine, mood swings, nausea, pelvic pain, rash, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, pelvic pain, abdominal pain, menorrhagia and metrorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion.; on (B)(6) 2018: comparison: hysterosalpingogram dated (B)(6) 2013. Scout radiographs of the pelvis demonstrates bilateral essure devices in situ. Imaging procedure - on (B)(6) 2013: (unspecified): bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, depression, anxiety and the following ones were reported via patients social media- anxiety, depression, fatigue, alopecia, arthralgia, rash, urticaria. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: pfs received. New events: abnormal bleeding (vaginal), anxiety, hives, rashes, brain fog, bloating and mental disorder were added. Event outcome of hair loss, mood swings, boils, hives, rashes, vaginal discharge were updated. Plaintiff's information, concomitant conditions and drugs were added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), arthralgia ("auto-immune diagnosed: joint pain"), joint swelling ("auto-immune diagnosed: joint pain"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine"), nausea ("nausea") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removed on (B)(6) 2018). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia, dermatitis allergic, hypersensitivity, arthralgia, joint swelling, psychological trauma, vaginal infection, bladder disorder, urinary tract disorder, vaginal discharge, hormone level abnormal, fatigue, migraine, nausea, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, bladder disorder, dermatitis allergic, dysmenorrhoea, fatigue, hormone level abnormal, hypersensitivity, joint swelling, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia, metrorrhagia, rash/skin condition, hypersensitivity, joint pain, joint swelling, vaginal infection, bladder problems, urinary problems, vaginal discharge, hormonal changes, fatigue, migraine, nausea, weight gain, hair loss. Laboratory data was added, essure removal date was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.